Event description:
The customer called and reported there was a button errror alert on the insulin pump. Customer did not recall whether the device had been hit or gotten wet. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The device was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at display window corner, cracked belt clip slot and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.